Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a blister he believed to be caused by the lifevest. The patient reported that the blister was open and smaller than the electrode. The patient reported removing the device to due to the blister. The patient's nurse prescribed a cream and a large band aid. Follow-up indicated the patient's cardiologist advised the patient not to wear the device and that he wanted to end use. The current condition medical condition of the blister is unknown.